Event description:
It was reported that on (B)(6) 2019 during the implant procedure, the lead could not be fixed when it was placed on the right atrium. The physician tried several positions to replace the lead but still failed. Another lead was used to complete the procedure. No adverse consequences reported on the patient. It was noted that there was no allegation of a malfunction.

Manufacturer narrative:
Analysis was normal. No anomalies were found.